Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients lead had migrated and was having loss of coverage. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.